Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2026 due to peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequencies, durations not provided). The patient¿s peritoneal effluent culture result returned positive; however, the results are unknown as the pdrn has not received the requested discharge summary. The patient is recovering from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without any reported issues. The pdrn stated the patient contracted peritonitis after opening a box of dialysate with a kitchen knife. The patient unknowingly pierced a bag of dialysate and used it during that evening¿s treatment. The patient reported thinking that the fluid noticed around the cycler was due to condensation. Education provided. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain, which required hospitalization and antibiotic(s) therapy. The pdrn stated the patient contracted peritonitis after opening a box of dialysate with a kitchen knife. The patient unknowingly pierced a bag of dialysate and used it during treatment. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler, and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. This is further evidenced by the patient¿s continued use of the same liberty select cycler. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.